Event description:
It was reported that there were variable up and down thresholds on the patient's right ventricular (rv) lead. A steady climb in impedance with an out of range high measurement was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).